Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No further info is expected. Yamakawa y the photo of detached descemet's membrane - from 29th ophthalmology photo exhibition (10). Japanese journal of clinical ophthalmology vol. 67, no. 2, 183. (B)(4).

Event description:
In a journal article an author reported a case of detached descemet's membrane during intraocular lens (iol) implant surgery. The author reported that the detached descemet's membrane was noted after the iol was inserted. Air was injected into the anterior chamber, but reattachment of the membrane was not perfect. Descemet's membrane remained rolled up. The pt's visual acuity was noted to be 1.0 (20/20) postoperatively.